Event description:
It was reported that the device detached during a procedure. There was patient involvement but no adverse consequences or delay in the procedure as the case was completed with a backup device.

Manufacturer narrative:
The device is available for evaluation. However it has not yet reached the manufacturing site for investigation. A follow-up report will be filed once the investigation is complete.